Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.